Manufacturer narrative:
After battery installation unit gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due blank display. Unit received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a big crack on the battery compartment and on front. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.